Event description:
When a resectoscope sheath was withdrawn from a pt's uterus following hysteroscopy, it was noted that the black fiberglass tip was missing from the outer sheath component. The loose tip was extracted with a surgical clamp. No pt consequences were reported. The item was returned to the MFR's agent for evaluation.